Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product analysis found that the instrument insulation presents a hole on the distal end. The microscopic observation of this area indicates a circular shape with the metallic part visible at the center and a peripheral area where the insulation is burnt. The electrical tests carried out on the instrument indicates an electrical leak at this hole level. It has also been noted multiple traces of shocks on the instrument insulation. It is very likely that the hole highlighted in the insulation is the origin of the formation of the electrical arcs that have led to the reported incident.

Event description:
It was reported that during the use of coagulator hook during a laparoscopy surgery, apparition of electrical arcs that have led to 2 burns of the small intestine. It was immediately taken care of by the surgeon; time of surgery and post-surgery increased.